Event description:
On 8/30/95 one malleable rod was implant on the left the right side was perforated. On 10/25/95 the one rod was revised, pt still has only one rod implanted on left. Sometime in 1996 date not indicated, the one malleable rod was removed from the pt and replaced due to pt dissatisfaction - it was too short for intercourse.